Event description:
The surgical fiber was returned to the MFR with no info regarding the case or reason for return. It is unk how the case was completed and there is no add'l available. There was no pt injury reported.

Manufacturer narrative:
Fiber analysis: the fiber was found to be in two pieces, broken approx 8.5 ft distal of the connector. The blue outer sheath was found to be burnt at the point of breakage and at the distal tip. The most probable root cause of the device failure was determined to be user handling/excessive bending during the procedure.